Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#triathlon p/a cr beaded #5r ; cat#5517f502 ; lot#lrj7d, device name#tritanium bplate triathlon s5; cat#5536b500 ; lot#ctd52816, device name#tritanium patella-asymmetric ; cat#5552-l-320 ; lot#n0nt1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "right knee manipulation (B)(6) 2021. Right knee arthroscopy synovectomy manipulation on (B)(6) 2021. Evacuation of hematoma and removal of scar tissue on (B)(6) 2021. Arthrotomy, poly exchange, pcl recession and release of popliteal tendon, excision of scar tissue on (B)(6) 2021." This pi is for the evacuation of hematoma and scar tissue removal on (B)(6) 2021.